Manufacturer narrative:
Alleged failure: the power of the console shut down. The power will never turn on again although attempted by rebooting it or checking the power cable connection. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: defective electrical component failure (altera chip) on the digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.